Event description:
Patient was getting red heart and yellow wrench alarms. The surgeon suspected that the pump was at end of life. The patient was taken to the or, and his pump was exchanged to the manufacturer's clinical trail vad. The patient remains stable and on lvad support. The hospital is sending the device to the manufacturer for analysis.